Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was explanted due to an unrelated issue over a year and a half later and returned for analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed one shock impedance measurement of zero (0) ohms. All other lead measurements were within acceptable limits. The patient was brought in for further review. The measurement was not replicated with pocket manipulation or isometric exercises. The physician elected to continue to monitor the patient with no further testing. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.